Event description:
IT WAS REPORTED THAT THE PATIENT ARRIVED AT THE HOSPITAL ON (B)(6) 2026 WITH CONFUSION, HEMATEMESIS, AND WEAKNESS. RAPID COMPUTED TOMOGRAPHY OF THE HEAD REVEALED A LARGE SUBDURAL HEMATOMA WITH LEFT TO RIGHT MIDLINE SHIFT AND THE PATIENT WAS EMERGENTLY INTUBATED IN THE EMERGENCY DEPARTMENT AND CANNULATED FOR VENO-VENOUS EXTRACORPOREAL MEMBRANE OXYGENATION IN THE CARDIAC CARE UNIT. THE PATIENT'S FAMILY DECIDED ON WITHDRAWAL OF CARE. THE PATIENT PASSED AWAY ON (B)(6) 2026 IN THE INTENSIVE CARE UNIT.

Manufacturer narrative:
NO FURTHER INFORMATION WAS PROVIDED. A SUPPLEMENTAL REPORT WILL BE SUBMITTED ONCE THE MANUFACTURER¿S INVESTIGATION IS COMPLETE.

Manufacturer narrative:
Manufacturer's Investigation Conclusion:A direct correlation between HeartMate 3 Left Ventricular Assist System (LVAS) serial number (b)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation.Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided.The HeartMate 3 LVAS IFU is currently available. The current revisions of the IFU can also be found on the electronic IFU (eIFU) page of the Abbott website.Section 1 of the IFU, ¿Introduction¿, lists potential adverse events, including bleeding and death, that may be associated with the use of the HeartMate 3 Left Ventricular Assist System.Section 6 of the IFU, (under ¿Anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (INR) range, as well as suggested anticoagulation modifications.The relevant sections of the device history records for (b)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications.No further information was provided. The manufacturer is closing the file on this event.